Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient had alarms go off unexpectedly from the controller and the battery. There was no reported patient injury related to this event. A controller exchange was performed by the site and the patient's battery was replaced. The battery and controller were not returned to the manufacturer despite several attempts to obtain them. A review of the DHR revealed that the rework was not related to the reported complaint and the controller and battery passed all mechanical inspection and manufacturing testing upon release from the facility. Review of the log files associated with the event confirmed three reported disconnections of both power sources for the battery and the controller on reported event date. The most probable root cause of the reported event is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient was experiencing alarms associated with one (1) battery and one (1) controller. According to the ventricular assist device (vad) coordinator, it was also reported that the preliminary log files analysis showed three (3) controller "power-up" events with associated "motor start" events. When the patient was switching to ac power in power port one (1) an alarm sounded and the led displayed a solid "orange triangle". In another instance, the patient stated that when sleeping with the ac adapter attached to the controller, a "beep" was heard but no display on the controller appeared. In another instance the patient was connected to the ac adapter and was hearing an alarm indicating to change batteries, however when she removed one (1) the patient heard a "continuous red alarm" and felt fluttering in her chest until the power was restored to the controller. In all these instances, this battery ((B)(4)) was associated with the events and was taken out of use. The facility performed a controller exchange and provided the patient with a replacement device. The controller and battery were not returned to the manufacturer for evaluation despite several attempts to obtain the devices. There was no reported patient injury as a result of this event.